Event description:
It was reported that the right ventricular (rv) lead and high undefined impedance and had fractured. During the rv lead replacement procedure, the physician noticed that the right atrial (ra) lead was compressed at the anchoring sleeve and decided to explant the ra lead as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: en1dr01 ipg, implanted: (B)(6) 2016, explanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.